Manufacturer narrative:
Bayer case number: (B)(4). Intrauterine implant migration [device migration] joint and muscle inflammation throughout the body [arthritis multiple joint] joint and muscle inflammation throughout the body [muscle inflammation] memory loss [memory loss] hair loss [hair loss] vision problems [visual disturbances] seated position intolerable [orthostatic intolerance] loose teeth [loose tooth] tooth infection [tooth infection] monoclonal gammopathy of undetermined significance [monoclonal gammopathy of unknown significance] loss of autonomy in driving [driving ability disturbed] loss of autonomy in dressing [activities of daily living impaired] case narrative: the below report was received by health authority ansm (reference number:(B)(6)) on 03-apr-2026. The most recent information was received on 10-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("intrauterine implant migration") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2006, the patient had essure (ess205) inserted. Essure (ess205) was removed in 2025. On unknown date she experienced device dislocation (seriousness criterion intervention required), polyarthritis ("joint and muscle inflammation throughout the body"), myositis ("joint and muscle inflammation throughout the body"), amnesia ("memory loss"), alopecia ("hair loss"), visual impairment ("vision problems"), orthostatic intolerance ("seated position intolerable"), loose tooth ("loose teeth"), tooth infection ("tooth infection"), impaired driving ability ("loss of autonomy in driving") and loss of personal independence in daily activities ("loss of autonomy in dressing") and was found to have hypergammaglobulinaemia benign monoclonal ("monoclonal gammopathy of undetermined significance"). The patient was treated with surgery ((B)(6)_2011 left essure removal &2025 removal fallopian tubes,uterus ,one right ovary &right essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to polyarthritis, myositis, amnesia, alopecia, visual impairment, orthostatic intolerance, tooth infection, loose tooth, hypergammaglobulinaemia benign monoclonal, impaired driving ability, loss of personal independence in daily activities or device dislocation. The reporter commented: on (B)(6) 2011 hysteroscopy with removal of left essure device (intrauterine implant migration) 2025 removal of fallopian tubes and uterus and one right ovary with right essure device. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number:(B)(4). Intrauterine implant migration [device migration] . Joint and muscle inflammation throughout the body [arthritis multiple joint]. Joint and muscle inflammation throughout the body [muscle inflammation] . Memory loss [memory loss] . Hair loss [hair loss] . Vision problems [visual disturbances] . Seated position intolerable [orthostatic intolerance] . Loose teeth [loose tooth] . Tooth infection [tooth infection]. Monoclonal gammopathy of undetermined significance [monoclonal gammopathy of unknown significance]. Loss of autonomy in driving [driving ability disturbed] . Loss of autonomy in dressing [activities of daily living impaired] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 03-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of device dislocation ("intrauterine implant migration") in a 44-year-old female patient who had essure (ess205) inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2006, the patient had essure (ess205) inserted. On unknown date she experienced device dislocation (seriousness criterion intervention required), polyarthritis ("joint and muscle inflammation throughout the body"), myositis ("joint and muscle inflammation throughout the body"), amnesia ("memory loss"), alopecia ("hair loss"), visual impairment ("vision problems"), orthostatic intolerance ("seated position intolerable"), loose tooth ("loose teeth"), tooth infection ("tooth infection"), impaired driving ability ("loss of autonomy in driving") and loss of personal independence in daily activities ("loss of autonomy in dressing") and was found to have hypergammaglobulinaemia benign monoclonal ("monoclonal gammopathy of undetermined significance"). The patient was treated with surgery ((B)(6) 2011 left essure removal &2025 removal fallopian tubes,uterus ,one right ovary &right essure). Essure (ess205) was removed in 2025. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure (ess205) with regard to polyarthritis, myositis, amnesia, alopecia, visual impairment, orthostatic intolerance, tooth infection, loose tooth, hypergammaglobulinaemia benign monoclonal, impaired driving ability, loss of personal independence in daily activities or device dislocation. The reporter commented: on (B)(6) 2011 hysteroscopy with removal of left essure device (intrauterine implant migration) 2025 removal of fallopian tubes and uterus and one right ovary with right essure device. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.